Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose of 500 mg/dl after dinner while using the ilet with a usual announced meal and selected meal size, and glucose returned to range after a full supply change with no visible issues noted with the removed infusion set or cartridge. Symptoms included tiredness and lethargy consistent with hyperglycemia. Outcomes included no ongoing impact at the time of the call and no hospitalization. Troubleshooting and education were completed. Investigation included a review of the reported event and user-provided device observations. Investigation of this case revealed no confirmed device malfunction and no identifiable device component issue, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.